Event description:
Consumer called to report needle breakoff in her husband's leg. He required hospitalization as the needle was not able to be retrieved.

Manufacturer narrative:
No product return is anticipated, lot number is unk. Unable to perform complaint history / device history checks. Will continue to monitor.